Event description:
The customer reported to a baxter representative a condition of one continu-flo administration set that was alleged with a malfunctioning roller clamp which was reported to have caused a freeflow with an unknown patient. It is unknown what was being infused. There was no report of patient injury, medical intervention, or adverse reaction is associated with this event. The sample is not available. No additional information is currently available.

Manufacturer narrative:
(B)(4). - the sample was not available for evaluation. Should any additional information be made available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4) - the reported condition could not be confirmed, as the sample was not available for evaluation; therefore, no root cause could be identified. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Should any additional information be made available, a follow-up MDR will be submitted.